Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced two sudden cardiac events a day apart; three days later the patient experienced another sudden cardiac event and stroke. Approximately nine days after initial onset event the patient experienced a forth sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.